Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed the dicom network transfer test and navigation was off 2mm inferiorly. Another system checkout was performed, the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation was off 2mm inferiorly and the digital intercommunication of medicine (dicom) transfer test failed. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the cause of the issue could not be determined. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.